Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
As reported in (B)(6) hotline case number ortho-traum-1821: "on (B)(6) 2018, at least one screw and one plate malfunctioned while a surgeon was trying to put in a walking peg. The procedure was done correctly, but when the screw was used it only spun and could not engage. A second screw, however, did engage successfully". Rep verbally reported a 10 min surgical delay, no adverse consequences to the patient. Primary procedure.